Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii seals failed to deploy properly. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01441, 2013-01246 and 01418 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It was determined that the delivery devices were returned outside of the loading devices. The tension spring assemblies and the anchor tabs were located inside of the delivery device tubes. The seals were extended outside of the delivery tubes; they remained anchored to the tension spring assemblies. The green slide locks were unlocked the white plungers were depressed on the delivery devices. It appeared that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to deploy; however, it was confirmed for premature deployment. The customer has been advised of our eval results, including relevant sections of the IFU. A maquet rep provided an in-service to the customer on (B)(4) 2013. (B)(4).